Event description:
It was reported that patient presented in the or for ICD change-out due to normal eri. Fluctuations of pacing lead impedance and decreased sensing were observed on the lead. Lead was capped and replaced. Patient was fine.